Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 491 mg/dl, and after treatment with a manual injection, the blood glucose reading was 296 mg/dl. The customer stated that she went to give herself a bolus, and she noticed that the belt clip had bent the tubing a little bit. No alarms were noted. She believed that the bent tubing of the infusion set may have caused the high blood glucose. Upon troubleshooting, it was found that the insulin pump passed the high pressure test. The customer was advised that the insulin pump was working as designed. She was advised to change the entire infusion set, reservoir, and insulin. She was assisted with resetting the fixed prime. Nothing further reported.